Event description:
It was reported that a patient presented with signal artifact noted on the patient's right ventricular lead. No intervention was reported. No adverse patient consequences were reported.